Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the left upper lobe, the patient developed pneumothorax. The patient was treated with a chest tube and admitted to the hospital. The physician does not attribute the injury to the galaxy system, it is unknown what caused the injury. No malfunctions were reported. Although there were no malfunctions and the physician does not attribute the injury to the galaxy system, the use of the scope may have contributed to the injury. Attempts to collect patient demographics were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found no user errors. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis was not performed as the scope was not returned. The physician does not attribute the injury to the galaxy system, it is unknown what caused the injury. No malfunctions were reported. The complaint is reported due to the following conclusions: during a galaxy assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a chest tube and hospital admission. This supplemental is submitted to correct the following information: update d4: lot number - 2023081501. Expiration date - 02/01/2024. UDI: (B)(4). Update h4: device manufacture date: aug 16, 2023. Update h11: it has been determined that a new investigation is not necessary for this adverse event. The risk associated with using a scope past its sterility date is a harm of infection/pneumonia and a hazard of using an expired item in the procedure. The scope used has a mitigation that will lock the user out after 1 year from the manufacturer date. The galaxy IFU (instructions for use) page 52, includes a warning that " that the user is to "ensure that components used are in-date and intended for clinical use".

Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the left upper lobe, the patient developed pneumothorax. The patient was treated with a chest tube and admitted to the hospital. The physician does not attribute the injury to the galaxy system, it is unknown what caused the injury. No malfunctions were reported. Although there were no malfunctions and the physician does not attribute the injury to the galaxy system, the use of the scope may have contributed to the injury. Attempts to collect patient demographics were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found no user errors. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis was not performed as the scope was not returned. The physician does not attribute the injury to the galaxy system, it is unknown what caused the injury. No malfunctions were reported. The complaint is reported due to the following conclusions: during a galaxy assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a chest tube and hospital admission.